Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the false detection of a loaded set. The evaluation determined the cause was a failed upstream sensor. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed to unload a set when no set was present in the medical/surgical unit. It was also reported that there was no patient injury.